Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead the lead had perforated the septum. The patient¿s heart rate dropped to 30 beats per minute after the device was put into the pocket. The device was reprogrammed but loss of capture and pace inhibition was noted. External defibrillation pads were used to pace the patient¿s heart at a higher rate. The lead was repositioned and the issue was resolved. No additional adverse patient effects were reported.